Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a fissure. It was also stated that the customer has having hallucinations during the hospitalization. The cause of the hallucinations was unknown, but it was suspected that hypoglycemia or side effects from an antibiotic called ofloxacin could have been the cause. It was stated that the customer was taking ofloxacin for a urinary tract infection. No further hallucinations were reported during the hospitalization. Nothing further was reported.